Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for an unrelated indication. While hospitalize, it was also determined that the patient also had peritonitis. The cause of the peritonitis was unknown. The patient was treated with unspecified antibiotics intraperitoneally (dose and frequency were not reported) for peritonitis. At the time of this report, the patient had completed antibiotic treatment and had recovered from the peritonitis event. Dianeal therapy was ongoing. No additional information is available.